Event description:
Philips received a complaint on an earlyvue vs30 monitor indicating that the non-invasive blood pressure was inaccurate. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse performed calibration for the blood pressure pump. The device was tested and checked by the customer biomedical engineer. The device met the specification for the performed service and was returned to use. Based on the information available and the testing conducted, the cause of the reported problem was the blood pressure pump calibration. The reported problem was confirmed. The device was operational after calibration was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone#: (B)(6).